Manufacturer narrative:
Insulin pump received with cracked case at reservoir tube lip and battery tube threads. Insulin pump received with minor scratched lcd window and keypad overlay. Insulin pump received with missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the o-ring and the clear piece above it came off from the insulin pump reservoir compartment. Customer's blood glucose was 5.1 mmol/l. Customer agreed to return the device for analysis.